Event description:
It was reported that prior to a da vinci si prostatectomy procedure, a loose cable on the wrist of the cobra grasper instrument was observed. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the pitch cable frayed and loose at the distal clevis hub. Indentations and burrs were found on the instrument at the edge of the distal pulley. Scratches were visible on the surface of the pulley. It was concluded that the damage was likely due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's distal pulley, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.